Manufacturer narrative:
On 7th january, 2021 getinge became aware of an issue with hled surgical light. As it was stated, the wall power supply was not grounded. Moreover, the photographic evidence was showing paint peeling. There was no injury reported, however, we decided to report the issue based on the potential as lack of grounding is creating the risk of electrical shock for operator of the device, moreover, paint particles falling into sterile field are creating the risk of contamination. It was established that when the event occurred, the surgical light did not meet its specification as lack of grounding and paint peeling occurred and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5. Describe event or problem field deem required. This is based on the information provided by service unit. On 7th january, 2021 getinge became aware of an issue with hled surgical light. As it was stated, the wall power supply was not grounded. Moreover, the photographic evidence was showing paint peeling. There was no injury reported, however, we decided to report the issue based on the potential as lack of grounding is creating the risk of electrical shock for operator of the device, moreover, paint particles falling into sterile field are creating the risk of contamination. On 7th january, 2021 getinge became aware of an issue with hled surgical light. As it was stated, the wall power supply was not grounded. There was no injury reported, however, we decided to report the issue based on the potential as lack of grounding is creating risk of electrical shock for operator of the device.

Event description:
On 7th january, 2021 getinge became aware of an issue with hled surgical light. As it was stated, the wall power supply was not grounded. Moreover, the photographic evidence was showing paint peeling. There was no injury reported, however, we decided to report the issue based on the potential as lack of grounding is creating the risk of electrical shock for operator of the device, moreover, paint particles falling into sterile field are creating the risk of contamination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Further to the conclusion which was submitted with 1st follow up report 9710055-2021-00008 (manufacturer's reference number (B)(4)), 2nd follow up report is submitted to complement the investigation. Further evaluation was performed concluding the lack of earth connections observed for this installed hled configurations is clearly a noncompliance with recommendations and warnings mentioned in our installation manuals. The installation was not carried out by getinge. The customer was communicated with, regarding the fact the installation is what caused the issue. Moreover, further evaluation of the issue related to paint peeling was performed, concluding most likely the problem occurred due to impacts, collisions (abnormal use) or improper cleaning methodology. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 7th january, 2021 getinge became aware of an issue with hled surgical light. As it was stated, the wall power supply was not grounded. There was no injury reported, however, we decided to report the issue based on the potential as lack of grounding is creating risk of electrical shock for operator of the device.